Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic module and pneumatic module were replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that the unit is giving error codes 315 and 346. There was no report of patient involvement.